Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported that a patient on impella 5.5 support had runs of ventricular tachycardia requiring two shocks. On day eight of 5.5 support, the patient went bradycardic requiring atropine administration. Impella remained on p-4 with no alarms. Additionally, impella kept having suction events which required lowering the p-level. The patient was made a "do not resuscitate" and expired on impella support. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of vf/vt/af/ and low pump flow has been completed. The impella device was not returned for evaluation. Low pump flow: clinical states that multiple times during the case, when the pump was attempted to go up in p-level, suction alarms were observed and the pump had to be reduced to the lower p-level. Clinical also states that the patient had pulmonary edema and patient was going through dialysis. Pump was not returned for investigation. Data logs were returned and suction alarms were present and observed corresponding to the p-level change attempt. Placement signal was seen trending downwards. No motor current spikes or purge issues were observed. Therefore, based on the data log review and clinical information provided, the root cause of the low flow issue was most likely patient condition related. Vt/ vf: as the necessary information was not provided, the root cause of the vt/vf was not determined b2 required intervention selection was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28160. H6 health effect - impact code 4647 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28160.